Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the patient¿s peritonitis was not provided, the culture results of coagulase-negative staphylococcus, a pathogen found on the skin and hands, suggests contamination. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported a peritoneal dialysis (pd) patient had an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy effluent. Pd cultures were obtained. The cultures resulted positive for gram-positive coagulase-negative staphylococcus. The pd effluent white blood cells (wbc) were 718 with 81% polymorphonuclear cells. The patient was treated with the patient home antibiotic kit with intraperitoneal (ip) vancomycin 1500mg per peritonitis protocol for four weeks. The doctor extended the duration of the antibiotic therapy on this episode. No cause for the peritonitis was documented. The patient was not hospitalized.

Event description:
It was reported a peritoneal dialysis (pd) patient had an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy effluent. Pd cultures were obtained. The cultures resulted positive for gram-positive coagulase-negative staphylococcus. The pd effluent white blood cells (wbc) were 718 with 81% polymorphonuclear cells. The patient was treated with the patient home antibiotic kit with intraperitoneal (ip) vancomycin 1500mg per peritonitis protocol for four weeks. The doctor extended the duration of the antibiotic therapy on this episode. No cause for the peritonitis was documented. The patient was not hospitalized.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage on door cover. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.